Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the heat exchanger leaking. Additional malfunction was a leak at the elbow on the heat exchanger.